Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a patient presented with grade 5 functional tricuspid regurgitation (tr) for a triclip procedure. Two triclip xt's were unable to achieve good tr reduction after grasping and were not implanted. During the procedure there was difficulty visualizing the clip due to patient anatomy. One triclip xtw was placed on the posterior and septal leaflet segments. Post-deployment a single leaflet device attachment (slda) was observed. The clip detached from the posterior leaflet and remained attached to the septal leaflet. An additional triclip was implanted to stabilize the first clip. The final tr grade remained at 5. Per the physician, the slda may have occurred due to capturing chordae and not leaflet, although this was not confirmed.

Event description:
It was reported on (B)(6) 2025 a patient presented with grade 5 functional tricuspid regurgitation (tr) for a triclip procedure. Two triclip xt's were unable to achieve good tr reduction after grasping and were not implanted. During the procedure there was difficulty visualizing the clip due to patient anatomy. One triclip xtw was placed on the posterior and septal leaflet segments. Post-deployment a single leaflet device attachment (slda) was observed. The clip detached from the posterior leaflet and remained attached to the septal leaflet. An additional triclip was implanted to stabilize the first clip. The final tr grade remained at 5. Per the physician, the slda may have occurred due to capturing chordae and not leaflet, although this was not confirmed.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported incomplete coaptation or poor image resolution. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported incomplete coaptation/slda (single leaflet device attachment) appears to be related to procedural conditions (chord captured instead of leaflet, poor imaging). The reported poor imaging is related to challenging patient anatomy, per case details. The reported tricuspid regurgitation is a cascading event of the slda. The reported patient effect of tricuspid regurgitation, as listed in the triclip system instructions for use, is a known possible complication associated with triclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.